Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) oversensing, pacing inhibition and asystole of greater than 2 seconds. The pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported.